Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately post implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7075060.

Event description:
It was reported that the patient developed an infection at both lead and ipg incision sites post implant. Symptoms of drainage and redness were noted. The patient was placed on linezolid. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.